Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited undersensing which resulted in pacing being delivered when not required. Additionally, an intrinsic beat was marked as noise. Technical services (ts) was contacted and reviewed device programming. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.